Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(6) study. It was reported that transient junctional bradycardia occurred. In (B)(6) 2017, clinical status assessment indicated the patient¿s qualifying condition as stable angina and was further referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. Target lesion #1 was located in the proximal right coronary artery (rca) with 75% stenosis and was 12mm long with a reference vessel diameter of 3.0mm. Target lesion #1 was treated with direct placement of a 3.00 x 20mm study stent. Following post dilatation, the residual stenosis was 5%. Post deployment of the study stent in proximal rca, patient developed transient junctional bradycardia due to transient occlusion of the right atrial branch. Patient was treated with IV atropine, post which patient was returned to sinus rhythm. Target lesion #2 was located in the mid left anterior descending (lad) artery with 75% stenosis and was 30mm long with a reference vessel diameter of 2.75mm. Target lesion #2 was treated with direct placement of a 2.75 x 38mm study stent. Following post dilatation, the residual stenosis was 5%. On the same day, the patient was discharged on dual antiplatelet therapy. Post deployment of the study stent in proximal rca, subject developed transient junctional bradycardia due to transient occlusion of the right atrial branch. Subject was treated with IV atropine, post which subject was returned to sinus rhythm.